Manufacturer narrative:
The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: another galaxy of the same size (details unknown), 2 deltapaq same size as the complaint deltapaq (details unknown), deltapaq (cdf100310-30/c19701), sheath introducer by terumo (model unknown), a chikai (asahi intecc, 0.014¿), an envoy (6fr, lot unknown), an excelsior sl-10 (stryker, 45 angled), a dcs syringe ii (lot unknown), and enpower dcb / cable (lots unknown). This is 1 of 2 reports associated with report 1226348-2015-00025.

Event description:
It was reported by the hospital contact that the complaint orbit galaxy (640cf3509/17211782) did not loop inside the artery and the delivery tube was not sheathed backed into the coil introducer. The complaint deltapaq (cdf100310-30/c19701) was unable to be detached. The complaint orbit galaxy was inserted first to start the embolization. Although the complaint galaxy was delivered into the parent artery, the embolic coil did not loop inside the artery. Therefore, the physician re-connected the coil introducer back to the y-connector and pulled back the zipper slowly to re-sheath the galaxy. However, despite the zipper being fully pulled back, the delivery tube was not sheathed backed into the coil introducer and was being exposed. Another galaxy of the same size (details unknown) was inserted instead to continue the procedure. After a deltapaq (same size as the complaint deltapaq) was successfully implanted, the complaint deltapaq was chosen next as the 8th coil to be inserted. Even though the pre-deployment electrical check was successful, the physician was unable to detach the deltapaq despite pressing the detach button for 18 times. It was safely withdrawn from the patient, and replaced with another deltapaq of the same size, which was successfully detached. The procedure was completed without further issues or delay. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damages were noted on the products prior to or after the events. There was no unintended detachment of the embolic coils observed neither in the excelsior sl-10 stryker, 45 angled microcatheter (details unknown) nor in the vessel. The complained products will be returned for analysis. No further information is available. The procedure was the coil embolization of the feeding artery of about 3mm diam. Originated from the lumber artery to treat the spinal avm. The patient was a male of unknown dob, whose vessels were moderately torturous but the level of calcification was unknown. A sheath introducer by terumo (model unknown), a chikai (asahi intecc, 0.014"), an envoy (6fr, lot unknown), a dcs syringe ii (lot unknown), and enpower dcb / cable (lots unknown) were used for this procedure. The same detachment control box (details unknown) and connecting cable (details unknown) were used for the entire procedure. The low battery light and fault light were not seen during the case. The green system ready light illuminated. The detachment light illuminated during the detachment cycle. The audible signal beeped. All connections appeared to fit properly without application of excessive force.

Manufacturer narrative:
It was reported by the hospital contact that the complaint orbit galaxy (640cf3509/17211782) did not loop inside the artery and the delivery tube was not sheathed backed into the coil introducer. The complaint deltapaq (cdf100310-30/c19701) was unable to be detached. The complaint orbit galaxy was inserted first to start the embolization. Although the complaint galaxy was delivered into the parent artery, the embolic coil did not loop inside the artery. Therefore, the physician re-connected the coil introducer back to the y-connector and pulled back the zipper slowly to re-sheath the galaxy. However, despite the zipper being fully pulled back, the delivery tube was not sheathed backed into the coil introducer and was being exposed. Another galaxy of the same size (details unknown) was inserted instead to continue the procedure. After a deltapaq (same size as the complaint deltapaq) was successfully implanted, the complaint deltapaq was chosen next as the 8th coil to be inserted. Even though the pre-deployment electrical check was successful, the physician was unable to detach the deltapaq despite pressing the detach button for 18 times. It was safely withdrawn from the patient, and replaced with another deltapaq of the same size, which was successfully detached. The procedure was completed without further issues or delay. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damages were noted on the products prior to or after the events. There was no unintended detachment of the embolic coils observed neither in the excelsior sl-10 stryker, 45 angled microcatheter (details unknown) nor in the vessel. The complained products will be returned for analysis. No further information is available. The procedure was the coil embolization of the feeding artery of about 3mm diam. Originated from the lumber artery to treat the spinal avm. The patient was a male of unknown dob, whose vessels were moderately torturous but the level of calcification was unknown. A sheath introducer by terumo (model unknown), a chikai (asahi intecc, 0.014¿), an envoy (6fr, lot unknown), a dcs syringe ii (lot unknown), and enpower dcb / cable (lots unknown) were used for this procedure. The same detachment control box (details unknown) and connecting cable (details unknown) were used for the entire procedure. The low battery light and fault light were not seen during the case. The green system ready light illuminated. The detachment light illuminated during the detachment cycle. The audible signal beeped. All connections appeared to fit properly without application of excessive force. A non-sterile orbit galaxy cmplx fill coil 3.5x9 was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was found kinked, partially zipped and residues of dry blood can be observed inside of it. Part of the support coil was found outside on the introducer from the proximal end, the rest of it, the gripper and the embolic coil was found outside of the introducer. The embolic col was found kinked/stretched in knot condition with the device. The gripper and embolic coil were inspected under microscope; residues of dry blood can be observed in the gripper while the embolic coil was found kinked/stretched in tangled condition with the device. The introducer could not be re-zipped due to the kinked condition found on it as well as due to part of the support coil was found outside of it from the proximal end. A review of the manufacturing documentation associated with this lot 17211782 presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer as ¿coil - positioning difficulty¿ could not be evaluated. The failure reported by the customer as ¿coil introducer ¿ zipping difficulty re-zipping¿ was confirmed. The cause of the failure experienced by the customer appears was due to the kinked condition found on the device. The kinked condition and the damages found on the device were apparently caused by applying excessive force on it but it could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process and procedural factors appear to have contributed to have this failure. Additionally inspections are in place that prevents this kind of failures from leaving the facility. Therefore no corrective action will be taken at this time. This is 1 of 2 reports associated with report 1226348-2015-00025.